Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that this was his second device and had started noticing his device was kicking on ¿real hard¿ at the end of september 2017 and then it stopped. As of october 2017, he started to notice it was taking 6-8 days to go to the bathroom and was in so much pain because of this. He tried taking pills and drinking lot of fluids to help clean him out. It was noted that at this point he had not had his device checked out since his managing doctor was terminated. Indication for use included gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s gastric stimulator stopped working back in september and it was taking them 5-6 days before they could go to the bathroom. It was noted that it hurt when they do get to go. It was reported that the issue with the device having stopped working and having a hard time going to the bathroom had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they need to have their implantable neurostimulator (ins) increased because "it was taking them a long time to go the bathroom". They could not get their sugar under control because they could not get it out of their system. They could not eat any meat or cheese and had to drink laxative to go to the bathroom. They stated that they could feel the device working good and then stopped feeling it and started to experience symptoms. They stated that the symptoms started about two weeks prior to the report. No further complications were reported/anticipated.